Event description:
It was reported that the user experienced a low blood glucose event earlier in the day while using the ilet system, with a documented glucose value of 43 mg/dl and subsequent treatment with oral glucose; additional guidance and troubleshooting were provided, and hyperglycemia of unclear cause was also noted. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral carbohydrates and completion of troubleshooting and education. Investigation included review of the event details with the user and provision of education on hypoglycemia management. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia was unclear, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.